Manufacturer narrative:
Patient age, date of birth, and gender have been requested and not provided. Approximate age of device: 3 years, 1 month, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the device was having intermittent no external power alarms. The log file captured a no external power event on (B)(6) 2019. There were also low supply voltages captured on (B)(6) 2019 causing low battery advisory and hazard events. These were caused by power to the mpu (mobile power unit) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There were no other unusual events recorded in the log file. No additional information was provided.